Event description:
It was reported that a cesarean section patient presented uterine atony and a b-lynch procedure was performed on (B)(6) 2023 with the use of suture. At the time of making the knot, the suture was completely torn and new suture was requested. The b-lynch is performed again. Again when the knot is made, the suture is torn. There was a delay in the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - was there any adverse consequences associated with the patient? There was a delay in the procedure, as it was uterine atony, there could be life risk to the patient - device return status. Please document the shipment tracking number or confirm if there are no samples to deliver. There are no samples because there was contact of the suture thread and needle with organic matter, and it is not possible to perform disinfection of the material to send it. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-07361.